Event description:
It was reported that the patient's blood glucose levels reached around 300 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the cannula dislodged from the infusion site (abdomen); upon removal, the cannula also appeared bent. As treatment, boluses were delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was flattened and stretched, measuring 1.206 inches. It could not be determined when or how this damage occurred. Inspection of the fluid path and needle mechanism components found no evidence of any other damages or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. A root cause for the reported dislodged cannula could not be determined.